Manufacturer narrative:
Section a4 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown/not provided. The best estimate date is between jul 18, 2025 and aug 11, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from a patient's right eye due to a refractive miss, and another odyssey iol was successfully implanted. The model and diopter of the replacement lens are unknown. No medical or surgical interventions, such as vitrectomy, sutures, or incision enlargement, were required. The patient is reported to be well following the procedure. No further information was provided.